Manufacturer narrative:
The device was securely in place thus it was determined to leave it in-situ. The surgeon indicated that he could not lock the implant, however it was not clear as to the root cause. It was agreed that the "c" collars were the appropriate alternative. The revision procedure was performed on (B)(6) 2015 with no reported complications. As there were no products returns a definitive root cause could not be assigned. This complaint is being closed and is being tracked and trended.

Event description:
The surgeon reported via email dated (B)(6) 2015 that his patient's implant extension mechanism seems to have jammed and the attempt to lengthen the implant on (B)(6) 2014 was unsuccessful. The patient has a leg length discrepancy of about 2 cm. As the implant is well fixed, the surgeon has requested a "c" collar for a revision procedure. This is a supplemental report to 3004105610-2015-00011 (B)(4).

Event description:
The surgeon reported via email dated (B)(6) 2015 that his patient's implant extension mechanism seems to have jammed and the attempt to lengthen the implant on (B)(6) 2014 was unsuccessful. The pt has a leg length discrepancy of about 2 cm. As the implant is well fixed, the surgeon has requested a "c" collar for a revision procedure.

Manufacturer narrative:
A revision procedure has been scheduled for (B)(6) 2015. The device will not be returned as the surgeon will extend the device and use "c" collars to achieve the required extension. A final report will be submitted on completion of the revision procedure. Please note that this custom device is similar to jts extendible distal femoral implant (k133152).